Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-04430 for the other associated device information. It was reported to boston scientific that an rx dilatation balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complaint the balloons were being used to dilate a stricture in the common bile duct. During the procedure the rx dilatation balloon ((B)(4)) was inflated to full pressure within the patient using the encore inflation device. However, the balloon ruptured as the patient's common bile duct was being dilated. The balloon was removed from the patient fully in tact. A second of the same rx dilatation balloon ((B)(4)) was inflated to full pressure within the patient using the encore inflation device. However, the balloon ruptured as the patient's common bile duct was being dilated. The balloon was removed from the patient fully in tact. The procedure was completed with a third larger sized rx dilatation balloon. There were no patient complications as a result of this event. The patient has been described as "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.